Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. -clinician review: a review of the provided medical records or x-rays by a clinical consultant was deemed insufficient stating - x-ray confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays. Product history review: a review of the product history records could not be performed as catalog and lot number unknown. -complaint history review: a complaint history review could not be performed as catalog and lot number are unknown. Conclusions: it was reported that the patient's left hip was revised due to disassociation of the head from the stem and for trunnion wear. Intra-operatively, excessive black tissue was discovered, along with discoloration of the liner. A review of the provided medical records or x-rays by a clinical consultant was deemed insufficient stating - x-ray confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays. The exact cause of the event could not be determined because further information and product return are needed to complete the investigation for determining root cause . No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem and for trunnion wear. Intra-operatively, excessive black tissue was discovered, along with discoloration of the liner. The stem, head and liner were revised to a restoration modular construct with a ceramic head and new liner. Rep provided a pre-revision x-ray and reported that no further information will be available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem and for trunnion wear. Intra-operatively, excessive black tissue was discovered, along with discoloration of the liner. The stem, head and liner were revised to a restoration modular construct with a ceramic head and new liner. Rep provided a pre-revision x-ray and reported that no further information will be available.